Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Extensive investigation showed that the problem was due to a hardware defect. The plug contact of the multi display manager (mdm) bypass module was damaged, which meant that the contact had no connection to the counterpart and therefore no image content was delivered to the large display. The entries in the log file as well as the examination of the returned and replaced part confirmed this defect. After replacing the affected part, the system ran again as specified. It was not possible to determine exactly who or what damaged the contact of the plug socket, but an improper mechanical load on the connector or the plug socket seems likely. The occurrence rate of the above-mentioned error pattern was checked and a possible error accumulation or even a possible general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. The user reported that the system was unstable after the patient had been prepared for an interventional procedure. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.